Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The battery pack was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. The device was not in patient use when the reported event occurred.